Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on 21-june-2024. The infusion set was in use for 3 hours. The infusion set was inserted in abdomen. Blood glucose level reported during the event was 290 mg/dl and patient address high blood glucose levels by taking correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.